Event description:
The patient reported, he was hospitalized on (B)(6) 2010. He stated a4 (cartridge/adapter) alert had been displayed on the infusion device. When a4 was initially displayed, he was "on the road" and had to return home because he did not have supplies with him. The a4 recurred while he was home and he was not able to clear it. He became unconscious due to hypoglycemia (blood glucose value not provided). He was transported to the hospital by ambulance. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.